Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number 0010301, lot number 43eqd787 was implanted to repair the hernia defect. On (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to th e alleged defective ventralex hernia patch.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided alleges that the patient underwent an additional surgery to repair the hernia defect and "remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. It is unclear at this time if the hernia defect repaired post implant of the mesh was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct manufacturing date. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 10 years post implant of ventralex mesh, patient was diagnosed with infection, hernia recurrence, abscess and abdominal pain thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists infection and pain as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the mesh". A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for repair of a ventral hernia. A bard/davol ventralex hernia patch, reference number (B)(4), lot number 43eqd787 was implanted to repair the hernia defect. (B)(6) 2017: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective ventralex hernia patch. Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with incarcerated ventral hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, "the hernia sac was identified and dissected. A ventralex mesh was placed in the defect and sutured." (B)(6) 2017 - patient was diagnosed with infection and recurrent incisional hernia thereby underwent open repair with removal of mesh. Per operative notes, "the chronic draining sinus tract was excised. The surrounding abscess cavity was opened and all of the infected granulation tissue as well as the prothesis were removed". Attorney alleges that the patient had infection, hernia recurrence and pain.